Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medical device: missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the problem was caused by too many patient images on the system. The system functioned as intended after deleting extra images. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) was not responding. No patient present.